Manufacturer narrative:
H6 - final analysis - unable to program; mechanism - hybrid anomaly; component - hybrid.

Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up visit, the data collection was shown as dashes and it was not possible to program to either on or offf. Attempts at restarting the microprocessor were unsuccessful. The device remains implanted as all other programmed parameters and measured data are normal.